Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). An opticross imaging catheter was advanced for ultrasound examination of the target lesion. While inside the patient, the catheter detached from the shaft. Due to this, ultrasound examination of the target lesion was cancelled. Patient treatment did still occur however, and there were no patient complications.

Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. During product analysis, the device showed an open proximal electrical failure which confirms the reported catheter damaged defective. It is important to mention that the catheter did not show any detachment during the visual inspection nor microscope test.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). An opticross imaging catheter was advanced for ultrasound examination of the target lesion. While inside the patient, the catheter detached from the shaft. Due to this, ultrasound examination of the target lesion was cancelled. Patient treatment did still occur however, and there were no patient complications. It was later revealed during product analysis that there was not a detachment with the device, and the only damage consists of an electrical failure.